Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it could not be confirmed or excluded that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The root cause could not be determined. In consequence the patient was manually bagged. No harm to the patient was reported. This incident was reported to the FDA (ref: 3001421318-2023-01027). Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator suddenly failed with alarms, and the measured tidal volume was 0. The ventilator was hamilton, and the settings were; p-cmv with pressure 15, peep 5, rate 50, and fio2 30%. When the incident happened, I asked the driver to stop, and I used a bag and mask for a few minutes. The nurse troubled shot the ventilator quickly, and when she changed the flow sensor, the ventilator started to work bizarrely. The tidal volume fluctuated from 0 to 15, and the rate fluctuated from 50 to 120. The fluctuations were very fast. The baby's heart rate and saturation were normal, and he had respiratory efforts. I changed the ventilation mode to p-simv mode, but the same issues continued. No patient harm resulted from it.

Event description:
The following was reported to hamilton medical ag: the ventilator suddenly failed with alarms, and the measured tidal volume was 0. The ventilator was hamilton, and the settings were; p-cmv with pressure 15, peep 5, rate 50, and fio2 30%. When the incident happened, I asked the driver to stop, and I used a bag and mask for a few minutes. The nurse troubled shot the ventilator quickly, and when she changed the flow sensor, the ventilator started to work bizarrely. The tidal volume fluctuated from 0 to 15, and the rate fluctuated from 50 to 120. The fluctuations were very fast. The baby's heart rate and saturation were normal, and he had respiratory efforts. I changed the ventilation mode to p-simv mode, but the same issues continued. No patient harm resulted from it.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).